Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert had been triggered due to high/undefined pacing impedance and stored episodes with short v-v intervals indicating oversensing of noise. The right ventricular (rv) lead was suspected to be fractured. The lead was reprogrammed off until the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.